Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('former carrier of essure implants') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced depression ("you are depressed"), arthralgia ("severe joint pain") and fatigue ("extreme fatigue"). On an unknown date, she underwent medical device removal (seriousness criteria medically significant and intervention required) . The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, depression, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, depression, fatigue and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('former carrier of essure implants') and loss of personal independence in daily activities ('highly incapacitating issues after essure device insertion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced loss of personal independence in daily activities (seriousness criterion hospitalization), fatigue ("extreme fatigue"), arthralgia ("severe joint pain") and depression ("you are depressed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, loss of personal independence in daily activities, fatigue, arthralgia and depression outcome was unknown. The reporter provided no causality assessment for loss of personal independence in daily activities with essure. The reporter considered arthralgia, depression, fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: the event ¿highly incapacitating issues after essure device insertion¿ was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('former carrier of essure implants') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), arthralgia ("severe joint pain") and depression ("you are depressed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia and depression outcome was unknown. The reporter considered arthralgia, depression, fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('former carrier of essure implants') and loss of personal independence in daily activities ('highly incapacitating issues after essure device insertion / severely disabling disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced loss of personal independence in daily activities (seriousness criterion hospitalization), fatigue ("extreme fatigue"), arthralgia ("severe joint pain") and depression ("you are depressed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, loss of personal independence in daily activities, fatigue, arthralgia and depression outcome was unknown. The reporter provided no causality assessment for loss of personal independence in daily activities with essure. The reporter considered arthralgia, depression, fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.